Event description:
Pt seen in pacemaker clinic in 2004. Reported having multiple inet episodes of dizziness since ICD implant. Had an episode that afternoon while walking from the parking lot to the hospital. He felt presyncopal and fell. Based on the result of the pacemaker evaluation pt was admitted to the hospital for counadin reversal and ICD generator charge.